Manufacturer narrative:
Correction to event date - date of event has been confirmed as (B)(6) 2011 and not (B)(6) 2011 as previously reported.

Manufacturer narrative:
(B)(4): evaluation results: (myocardial infarction/occlusion).

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad and one endeavor sprint rx drug-eluting stent implanted to the mid lad. A lateral branch occlusion occurred during proximal lad implantation. On the same day the patient suffered a myocardial infarction (mi). The mi was not related to the target vessel. The investigator indicated that the reported event was not related to the study device. (Ref MFR # 9612164-2011-00797).